Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that discrepant negative axsym cmv igg results of 0.0 au/ml were generated for three pt samples that were confirmed positive using an axsym analyzer at a different laboratory. This report is for pt #1. The sample retested at 60.7 and 85.6 au/ml. No impact to pt management was reported.